Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they received 2 motor error messages on the insulin pump in the last week. Customer also advised they have received no delivery alarm 3 different times. Troubleshooting for the motor error on the insulin pump was performed. Customer history does not show they received a motor error at all. Customer advised significant damage to the insulin pump. Customer advised that the reservoir compartment threads are crumbling and the o rings are coming out of the device. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.